Manufacturer narrative:
The customer reported that an mp70 monitor fell to the floor, but there was no injury or death. The limited available information is not sufficient to support that there was a malfunction. In abundant caution, we will report this incident. Additional investigation will be done. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that an mp70 monitor fell to the floor but there was no injury or death.